Event description:
A follow up call was made twice and the customer called back after the second attempt. The caller reported having issues with the sensors. The caller stated that she is a school teacher and had hard time to deal with the alarms. She stated that she called the paramedics, and by the time they showed up, her husband had already given her a glucagon shot. The caller stated that she did not suspend and she passed out. The customer could not upload to carelink as she was in the store parking lot. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the infusion set was disconnected in the middle of the night. The customer also stated that she had a calibration error with her sensor the day of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.